Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The physician was attempting to place the 3.00x16mm taxus express2 drug eluting stent in the obtuse marginal (om) to treat in-stent restenosis. The om had both a bypass graft and previously placed stents. "They decided to pull it and the stent got stuck on the edge of a previously placed stent and it dislodged." The physician went back to retrieve the stent with a snare but was unable to locate it. The physician tried one more time to locate the stent but was unsuccessful. The patient condition is reported as "stable". Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis. The complaint source confirmed that the product had been disposed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.